Manufacturer narrative:
(B)(4). The jaws of the incident device were not stuck shut. The handle was latched and unlatched ten times with no problem. The device was activated on simulated tissue with acceptable results and the jaws were able to be released from the simulated tissue with no difficulty. Covidien could not confirm the customer's report.

Event description:
The customer reported that the jaws locked up during the case. It is unknown if this occurred on patient tissue or not. There was no patient injury. No further details are available.